Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops of insulin at the end of her infusion set tubing during the fill tubing process. The customer changed the tubing and successfully resumed insulin delivery. The customer&#38112;blood glucose was not impacted.